Event description:
It was reported via repair work order that the caster stem was broken and the caster fell off the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.